Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that when the kincise automated surgical impactor device was impacted, it sounded like something was rattling around inside, and then it stalled, made a weak sound, and continued to make a puttering noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Manufacturing record evaluation (mre): a manufacturing record evaluation was performed and no non-conformances were identified. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during repairs, a visual and functional assessment was performed which determined that the device failed pre-repair diagnostic assessment for impactor operation assessment and locking collar assessment (anvil extends and retracts). It was determined that the device was not working. It was further determined that the impactor had no damage on the exterior and accepted and retracted easily. It was observed that the battery latch handle locked in place and accepted the battery device. It was determined that the device did not function at all and no cycle count could be obtained. The plastic housings were removed from the unit, and the device was inspected for wire damage and leaks. It was determined that there was a major leak in the wire/terminal area and there was no significant wire damage. The rear can was removed and there was water condensation observed in the impactor internals. After opening the can and revealing the ¿pcba¿, allowing the moisture to evaporate, the cycle count was able to be retrieved. It was determined that the observed failure was a non-functionality and no moving parts. It was further determined that the assignable causes were due to component failure; there was a leak within the wire terminals that allowed steam penetration, and the water caused the electronic malfunction which resulted in the non-functionality. The assignable root cause was determined to be due to component failure from premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.